Event description:
It was reported the catheter was placed 1/5 and was used for chemo. It was stated the catheter leaked on (B)(6) 2022 during use. A new PICC was placed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0613 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample and a statlock was attached to the molded joint. Permanent kink impressions were observed between the 1cm and 2cm depth markings and between the 7cm and 8cm depth markings. The sample kinked preferentially at the kink impressions during manual manipulation. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent; however, a spraying leak was observed near the 1cm depth marking. Microscopic inspection of the split revealed a dully granular fracture surface. The split occurred at the corner of the kink impression. Material discoloration was observed in the vicinity of the split. The fracture features, kink impression and permanent kink impression were consistent with damage of the indwelling catheter was caused by sharp/repetitive kinking of the shaft. The location of the damage suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported the catheter was placed 1/5 and was used for chemo. It was stated the catheter leaked on 2/18 during use. A new PICC was placed.